Event description:
Initial result for a pt ck-mb was 0.1 ng/ml. When retested, the result was 7.23 ng/ml. The field svc rep found the mixing paddle was bent and repaired the analyzer by replacing the paddle.